Manufacturer narrative:
Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both the product problem and adverse event was checked in the previous MDR.) Section b2 was corrected to blank . (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to mal function. Section h6 health effects: impact code was updated.

Event description:
The manufacturer received information alleging a ventilator was alarming and the oxygen level could not be adjusted. The patient's blood oxygen saturation decreased and the patient was switched to another ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and interface board were replaced to address the issue.